Event description:
It was reported that the patient presented to the hospital for a scheduled right ventricular (rv) lead replacement and pacemaker changeout procedure. Prior to procedure, it was noted that the rv lead exhibited low r-wave sensing and low pacing impedance. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.